Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
Synergy china registry: it was reported that patient experienced stable angina pectoris. In (B)(6) 2022, the subject presented with stable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending artery (lad) with 90% stenosis and was 18 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.75 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with stable angina pectoris. Four days after, the subject was hospitalized for further evaluation and treatment. Medication was given to treat the event. On the same day, the subject was also diagnosed with fracture of nasal bone and lacunar infarction. Medication was given to treat both the events. At the time of reporting, the event was considered to be recovering/resolving. Eight days later, the subject was discharged on aspirin and clopidogrel.